Event description:
A physician reported a pt who was originally skin tested on 5/20/1997 with negative results. The pt subsequently received multiple treatments without event. On 12/22/1998 the pt was treated in the upper and lower outer portions of vermilions. On 1/13/1999 the remaining volume of the syringe was administered into the pt's lower vermilion. On 8/3/1999 the pt first informed the physician by telephone that about one month following the 1/1999 treatment, she noticed inflammatory "red bumps" at the lower vermilion. The pt was examined and the physician observed one inflammatory "spot" (described as "lime bean size and abcess-like") on lower vermilion just left of center. Two small "bumps" were noted on the right side of the lower vermilion. The physician also noted small white bumps on the left upper vermilion, as the material had been placed too superficially. The pt had reported flaring of symptoms at different times. The degree of inflammation was such that a possible infectious component was suspected by the physician. Oral cipro was prescribed and the pt was requested to follow up in one week. A medrol dos-pak prescription was provided to be used post-cipro if the pt proved refractory to the antibiotic. The physician diagnosed the symptoms as hypersensitivity with a possible infection.